Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection showed no evidence of moisture in the display lens or in the battery compartment. There was no damage found to the battery compartment. The battery cap was not returned with the pump for investigation. The battery was able to be inserted and removed from the pump with no issues. A review of the black box indicated no power issues. A test battery cap was used to complete investigation. The pump powers on normally with functional auditory and vibratory features. The pump was exercised for 24 hours with no power issues occurring. The pump passed leak testing, and there was no moisture observed inside the pump. Unrelated to the complaint, investigation revealed that the keypad was torn at the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2012, the patient's mother contacted animas alleging there was no power to the pump and she was unable to replace the pump's battery due to the current battery being "stuck" in the pump. It was reported that the pump's battery had been replaced 2 weeks prior. The patient attempted to replace the pump's battery after receiving a low battery warning. It is not known if the pump also gave a replace battery warning prior to powering off. The reporter stated the pump powered off on the evening of (B)(6) 2012. At the time of the call, the patient's mother reported that the patient went on backup plan after power issue could not be resolved. She reported that the patient woke up with an elevated blood glucose of 400 mg/dl on the morning of (B)(6) 2012. The patient's mother denied that the patient developed signs/symptoms suggestive of hyperglycemia. At time of call the patient's bg was 120 mg/dl. At the time of troubleshooting, the patient denied any damage to the pump's keypad and denied moisture ingression. The patient's reported bg reading of 400 mg/dl does not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.